Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog® was tested for up to 48 hours as labeled. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated >300mg/dl, and did not go down for several hours. Elevated bgs were treated by administering a correction bolus. System check was performed, and no issues were found, however it was determined that the customer was changing out the cartridge every 3 days, instead of every 48 hours as recommended for use with humalog. Customer's contact stated that they had consulted with a healthcare provider regarding adjusting pump settings, but had not fine-tuned settings yet.